Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment.

Event description:
Patient called clinic to report bilateral swelling initially appearing 1 day post miradry treatment was red and very painful only on the right axilla 16 days post treatment. Doxycycline 100 bid x 10 days was prescribed. Patient subsequently went to the ER and was given IV antibiotics, with 2 lesions drained and packed. Patient reported feeling much better and stated the swelling/infection was resolving.